Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the recharge time for her ipg has suddenly increased. In an effort to resolve this matter, a replacement charging system was shipped to the patient. The result of that intervention method is pending. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.